Manufacturer narrative:
The drive line with unknown serial number was not returned for evaluation. Review of the manufacturing documentation of the drive line could not be performed since the device serial number is unknown. The reported event could not be confirmed due to insufficient evidence. Of note, it was reported that the drive line was cracked and a drive line repair was performed. Based on historical review of similar events, the most likely root cause of the drive line sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the ventricular assist device (vad) drive line was cracked. The drive line was repaired and remains in use. No patient complications have been reported as a result of this event. This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.